Event description:
Patient reported dripping the infusion device on (B)(6) 2013 but stated the device worked fine. Patient stated on the morning of (B)(6) 2013 the infusion device switched off by itself without an alarm or error message. Patient reported changing the battery but the infusion device did not start. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result there is an interrupt between the contact clasps and the battery contacts because of flat pressed contact clasps. By manually rotating the pump case, the pump restarts or switches off immediately. This damage occurs if the pump is dropped or receives another mechanical impact. The customer gets no error because the pump switched off by the flat pressed contact claps and the pump did not start by the customer. Consumables the battery cover passed the optical inspection.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.